Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient went to the hospital and was diagnosed with peritonitis, however, it was not reported if the patient was hospitalized. On an unreported date, the patient was treated with vancomycin (2 grams, every 3 days and route was not reported). At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient became less careful and pd therapy was performed with a cat inside the patient¿s room. Seventeen days after event onset, the patient was recovered from the event. One day prior to the recovery date, vancomycin therapy was discontinued. On an unreported date, the patient was retrained on the proper aseptic technique. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.